Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer stated that the high blood glucose was a result of the infusion set not having been connected. He did not recall any events leading up to the hospitalization. Upon admission, the customer was treated with an insulin drip and manual injections. He noted that he was wearing the insulin pump at the time of the event, although the infusion set was disconnected inadvertently. The most recent blood glucose reading was 197 mg/dl. He stated that he was very confused and misplaced the insulin pump while he was hospitalized. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.